Event description:
During laser airway procedure, a laser airway fire occurred resulting in severe upper airway injury with lower airway involvement. Device in use during incident: carbon dioxide surgical laser, endotracheal tube, endotracheal tube protective sheath, and anesthesia ventilator.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.